Manufacturer narrative:
The pump was received with all operating currents within specification and it passed the functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the displacement test. The pump powered up properly after the battery installation and was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump recorded all bolus delivered during testing properly. There were no bolus history anomalies noted. The pump was received with broken battery tube threads, a minor scratched lcd window, and a broken battery cap. (B)(4)

Event description:
The customer reported via phone call that his insulin pump shuts off randomly with a new battery and the bolus history calculates incorrectly and gives too much insulin. Customer stated that she thinks there is a broken piece on top of the battery compartment and a piece is missing. Customer stated that the missing piece is 0.5 inches in length and exposes the threading on the cap so he can see the o-rings. Customer stated that the pump was dropped when his 2-year-old pulled it off the counter. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The bolus wizard functioned properly per bolus wizard.